Manufacturer narrative:
(B)(4). Voluntary medwatch: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device IFU also states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.

Event description:
A 6f angio-seal vip device failed and required a vascular cut down to remove the device.